Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was not powering up and failure to boot up. There was no pt injury or death reported.